Event description:
It was reported that the system has ffb framesync errors which could cause a loss of the live fluoroscopy image. This would result in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The coin cell battery and ffb board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.